Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker, missing address/serial number label and peeling keypad overlay.

Event description:
Customer's mother reported that her son fell on his insulin pump. The blood glucose reading is 123 mg/dl. The insulin pump will be replaced. Nothing further reported.